Manufacturer narrative:
Correction to field f10. Device code and h6. Device code.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted. Moreover, this lead is a temporary lead. A new lead was implanted. No adverse patient effects were reported. This lead will not be returned.

Event description:
It was reported that this right ventricular (rv) lead was surgically explanted with reason unknown. A new lead was implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and analysis will be performed, a supplemental report will be filed if there is any further relevant information from that review.